Event description:
The medical records state that approximately sixteen years and four months after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. The filter is noted at the infrarenal aspect of the inferior vena cava (ivc) at the superior aspect of a stent graft. The filter appears disrupted with intraluminal component being not well appreciated. Superior tip of the ivc is seen outside of the lumen at the posterior aspect (6:00 position) with its inferior tip near the bifurcation along the left lateral ivc wall (3:00 position). The filter is tilted posteriorly and to the right by approximately 18 degrees. Several filter struts appear to perforate and extend beyond the ivc wall at the anterior left, posterior left and posterior right aspects. The filter struts do not appear to perforate adjacent organs, although strut along the left lateral aspect (3:00 position) abuts the abdominal aorta. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and filter tilt. The patient became aware of the reported events approximately sixteen years and four months after the index procedure. The patient also reported that they experienced chest pain related to the tilted filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: as reported a patient underwent placement of the trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter is tilt, perforation of the inferior vena cava (ivc) wall and aorta. The patient reported becoming aware of the events approximately sixteen years and four months post implant. The patient also reported chest pain related to the tilted filter. The indication for the device implant, procedural details and medical history have not been provided. Approximately sixteen years and four months post implant an abdominal computed tomography (CT) scan was done to evaluate the filter. Results of the scan noted that stent graft is seen within the infrarenal ivc extending into the iliac vein bifurcation regions. The disrupted ivc filter is seen at the infrarenal aspect at the superior aspect of the stent graft. The superior tip of the filter is seen outside of the lumen at the posterior aspect with the inferior tip near the bifurcation along the left lateral ivc wall. The filter is tilted posteriorly and to the right by approximately 18 degrees. Several filter struts appear to perforate and extend beyond the ivc wall at the anterior left, posterior left, and posterior right aspects. The filter struts do not appear to perforate adjacent organs, although strut along the left lateral aspect abuts the abdominal aorta. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural details or post implant imaging available for review, the reported events could not be confirmed or further clarified. Due to the nature of the complaint the reported chest pain could not be further clarified. Chest pain does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter is tilted, perforated the ivc wall and aorta. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt, inferior vena cava perforation and aortic perforation¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported events. According to the IFU, which is not intended as a mitigation of risk, ¿possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without images available for review, the reported tilt and perforation could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. It is unknown whether the tilt contributed to the reported perforation. Due to no lot number being provided, a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter is tilted, perforated the ivc wall and aorta. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.